Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed membrane leak check.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d5, d9, d10, e1(initial reporter and event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. The fse replaced safety disk (0202-00-0140) to resolve reported issue. All functional and safety test performed.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed membrane leak check during pm. There was no patient involvement.